Manufacturer narrative:
During the onsite visit to the site, an unstable oscillator signal was found, as a correction, the oscillator was then replaced. No problem was found with the suction as well. An unstable oscillator would cause power fluctuations which would result in irregular flap beds and side cuts as the intended power would not reach the intended area of treatment. The preplanned treatment of the excimer laser would then have to be adjusted based on the topography of the new flap bed size. External factors such as patient anatomy or patient movement may result in a loss of suction as well. Based on assessment, the product met specifications at the time of release. The root cause for the reported event of haze can be attributed to the nonconforming oscillator. However, as external factors as patient movement and patient anatomy can contribute to possible suction issues and no problem was found with the system in regards to the reported event of vacuum issue, the root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Additional information has been requested. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported suction issues during corneal flap creation. Following treatment the patient is reported to have lines of vision loss and a small haze. Additional topical steroids were required. Additional information has been requested. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.